Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for an extended charge time was observed. The patient presented to the hospital for non-cardiac reasons. The device was reported to have last been checked in 2014 and the alert was seen on the fastpath screen indicating the charge time limit reached on (B)(6) 2014. Manual capacitor maintenance was performed, which also timed out. It was recommended to explant and replace the device.